Event description:
It was reported that prior to the farawave procedure, the farawave package arrived at lab in with the outer cardboard box clearly bent and severely damaged with perforations. The branded farawave box was also clearly bent like a banana and had damaged end flaps. The device was not used or stocked. A new catheter was used to complete the procedure. No patient complications were reported. The device was disposed of and not expected to be returned. Photos were provided for review. It was further reported that the local representative confirmed there was no patient involvement with device. Confirms seal was broken.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Images were reviewed by a boston scientific quality engineer. The pictures showed the outer device packaging damaged; however, no sterile seal was visible. The device was not returned; therefore, product analysis could not be carried out. Based on the investigation and media attached, the reported images confirmed the reported allegation of damaged device packaging. The issue is consistent with the possible handling of packages that are not adequate during storage or transport and therefore can appear damaged in the device or packaging.

Event description:
It was reported that prior to the farawave procedure, the farawave package arrived at lab in with the outer cardboard box clearly bent and severely damaged with perforations. The branded farawave box was also clearly bent like a banana and had damaged end flaps. The device was not used or stocked. A new catheter was used to complete the procedure. No patient complications were reported. The device was disposed of and not expected to be returned. Photos were provided for review.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.